Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys troponin t hs stat assay on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory. No units of measure were provided. The sample initially resulted with a troponin t value of 140.3. The sample was repeated twice, resulting with values of 23.15 and 23.41. The troponin t reagent lot number was 416797. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.